Event description:
Approximately 15 months post placement of callos 3cc inject, the callos was observed to be fragmented and hard. There was a non-union of the bone and the two most distal ulnar screws were broken at the interface between the bone and the acumed vdr plate. The surgeon had to remove all hardware and the callos. The hardware was replaced with a new plate and an iliac bone graft. This report is being sent late because our understanding was that the report must be submitted within 30-days of receipt. Our procedures have been updated to reflect the distributor reporting requirements of no later than 10-days. The manufacturer, skeletal kinetics was initially notified of this event via email on (B)(6) 2010. Other medical device reports related to this event are listed below: (B)(6).